Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra cuffed tracheostomy tube kit has "failed". It was reported the device "can't work as well when treated with a patient". No adverse patient effects were reported.